Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during a meniscal repair procedure the truespan peek 12 degree made a breaking noise when trying to implant the second implant into the patient's knee joint, and the second anchor did not come out when the surgeon pulled the trigger. The first anchor was successfully implanted. It was brand new and first use when the issue occurred. There was no broken fragment inside the patient's body. There was less than a thirty minute surgical delay without harm to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019. One possible root cause is excessive force was applied to the trigger on the handle resulting in it breaking and not deploying the 2nd implant. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).